Event description:
It was reported that a multilayer bag leaked from an unknown location. It is unknown at which step in the process this event occurred. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional relevant information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summarythe device was recieved by baxter for evaluation. Visual inspection found no evidence of a leak. Functional leak testing also did not find the reported leak. Evaluation of the device could not confirm the reported event. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available a supplemental report will be submitted.